Event description:
Initial information regarding this serious unsolicited device case was received from united states on (B)(6) 2013 from a nurse. This case involves a (B)(6) female patient (orthopedic nurse) who could ot bend her right knee, could not per pressure on her leg/ could not walk, limped, experienced severe pain with an edematous right knee/ swollen from her toes to her thigh and joint effusion (right knee) whilst receiving hylan g-f 20 (synvisc-one). No relevant medical history, past drugs, other concomitant medication or concurrent conditions were reported. On (B)(6) 2013, the patient commenced treatment with hylan g-f 20 injection, once in both knees (dose, batch/ lot number and expiration date unknown). On (B)(6) 2013, the patient experienced severe pain with an edematous right knee along with swelling from her toes to her thigh. She was unable to bend her right knee, could not put pressure on her leg and even limped. The pain (knee pain) was reported to be on 11 on the scale of 1-10. On (B)(6) 2013, she visited her physician's pa who found her knee to be still swollen and painful. On the same day, the patient underwent an x-ray which was found to be alright. The physician's pa aspirated about 20 cc of yellow fluid from her right knee. The pa could have aspirated more but it was too painful, so no further aspiration was done. Her knee was wrapped in elastic and she elevated and iced the knee for 20 minutes. It was reported that on (B)(6) 2013, the swelling was down and her leg and foot were back to normal size. But the patient still had pain in both knees while walking upstairs. Action taken: not applicable. Corrective treatment: the patient was treated with vicodin for 5 days for knee pain before she visited her physician's pa on (B)(6) 2013. Outcome: the event of knee pain had not yet recovered and the outcome for the events of edematous right knee along with swelling from her toes to her thigh, unable to bend her right knee, could not put pressure on her leg, limped and right knee effusion was not reported. Seriousness criteria for all the events: important medical event.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed knee pain, swelling, effusion, limping, inability to walk or bend knee after receiving treatment with bilateral synvisc-one in knee for osteoarthritis. Although, the role of drug cannot be ruled out based on the drug event temporal relationship; however, patient's underlying osteoarthritis progression/ worsening may provide alternate explanation for the events.